Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod less than an hour. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The internal lot and serial # extracted from the device microprocessor, and also appears on the data graph, is expected to not match the external lot and serial number that is stenciled on the device that was returned (figure 1). The external lot and serial number is the identifying number in our systems, to ensure traceability. The soft cannula was observed to be damaged (figure 2). Fluid did not leak from this damage. No other issues were observed to the fluid path nor needle mechanism. No damages were observed to the seal nor bottom housing.